Manufacturer narrative:
An event regarding revision due to corrosion involving a size 5 accolade ii 127 deg was reported. The event was confirmed. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: damage and debris were observed on the taper of the head. Eds on the head was consistent with a cocr alloy. Eds on the debris was consistent with a corrosion product, material transfer from the hip stem and biological material. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: all devices in the reported lot were manufactured and accepted into final sock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact root cause could not be determined because no medical information was provided. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Procedure was completed successfully. Replaced items were the polyethylene insert and femoral head. Dr. (B)(6) also added a cancellous bone screw to the shell for stability and a taper adapter sleeve to address any concerns with micro motion. Left hip.